Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the implantable neurostimulator (ins) was defective and a different device was implanted. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu wrench acc, lot#: unknown, product type: accessory. Product ID: 3550-29, lot#: unknown, product type: accessory. Product ID: 39565-65, serial# (B)(4). Implanted: (B)(6) 2012, product type: lead. Product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Device evaluated by MFR: analysis of the implantable neurostimulator (ins) (B)(4). Found no anomalies. The conclusion code 11 no longer applies. The results code 3233 no longer applies. The conclusion code 4118 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on 2019-jun-20 confirming that all impedances were > 40,000 ohms. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc lot# unknown. Product type accessory product ID 3550-29 lot# unknown. Product type accessory product ID 3550-29 lot# unknown. Product type accessory product ID 39565-65 lot# serial# (B)(4). Implanted: (B)(6) 2012. Product type lead product ID 97715 serial# (B)(4). Implanted: (B)(6) 2019. Product type implantable neurostimulator device evaluated by MFR: a supplemental report will be submitted when analysis results are available. Due to additional information received, device code c63114 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 97715, serial# (B)(4), implanted: (B)(6) 2019, product type implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 23-jul-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an spinal pain. It was reported that there was an impedance issue that occurring during a normal battery replacement. It was indicated that there were no patient signs or symptoms. It was indicated that the existing lead and battery pre-procedure were working appropriately and no impedance issues were shown when they were running preoperatively. However, during replacement the patient¿s existing lead would not connect properly to the new ins. The 0-7 slots all connected correctly, but the 8-15 were out completely. The physician attempted to remove, clean and reinsert the lead into the 8-15 slot multiple times with no luck achieving connectivity, as they got all red x¿s. They then decided to remove the properly connected lead and try it in the 8-15 slot to help decide if it was a lead or battery issue. When the lead was inserted into the 8-15 slot it would not show green connection on the check connectivity screen, so the physician hypothesized that the issue was most likely with the battery. They requested that they try and implant a different ins battery. A new battery was opened and the leads were inserted and tightened down. The new battery also had an issue with the lead contact connectivity on the contacts 7, 14 and 15 that could not be resolved with reinsertion of the lead multiple times. After numerous attempts of reinserting the physician decided to leave the lead inserted with contacts 7, 13 and 14 not working properly. The patient¿s existing programming was not utilizing these contacts and the issue was resolved at the time of the report. The first replacement ins that was never implanted, will be returned for analysis. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.